Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "fluid collection".

Event description:
Patient reported left side rupture and "fluid collection" confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: b1, b5, b6, h6.

Event description:
Patient reported left side rupture and "fluid collection" confirmed via ultrasound. Healthcare professional later reported "numerous foamy histiocytes and sporadic multinucleated cells of foreign-body type" and "chronic non-specific inflammatory cellularization, with pronounced formation of lymphoid follicles" diagnosed via histology. The device has been explanted.

Event description:
Patient reported left side rupture and "fluid collection" confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as unidentified (tear) opening. (Shell thickness within specification) no additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b6, d9, h3, h6.